Event description:
No osseointegration, diseased mucous membrane at time of surgery, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, immediate implantation, mobility, asymptomatic. Patient has xerostomia.